Event description:
During follow-up, noise resulting in oversensing and pacing inhibition were observed on the right ventricular (rv) lead in a pacemaker dependent patient. The physician alleged lead damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition. Additional information was requested but is not yet available.

Event description:
During follow-up, noise was observed on the right ventricular (rv) lead. The physician alleged lead damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition. Further information was requested but is not yet available.